Event description:
A patient arrived to ccu (critical care unit) at 11:00am. Poct (point of care test) were as follows: 11:00=303, 12:00=487, 13:00= glucometer reads value critically high of 519. As per protocol, the nurse obtained a venous blood sample and sent it to the lab. The result was 294. At 14:00 the result was 429 from poct and at 14:30 the result was 183 from the lab draw. The patient was on an insulin drip and was being dosed based on erroneous bs (blood sugar) results and had bs results lower than normal. A new bottle of test strips was opened and results were accurate. The test strips lot number 3063325004 was quality control tested in the central lab. Both low and high levels were within expected ranges. Strips were visually examined for discoloration and were found acceptable. The vial of strips was returned to risk management for FDA reporting.